Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose. Customer's blood glucose level was 429 mg/dl. Customer advised they broke their hip, went to the hospital and have been off of the insulin pump for 2 months. Customer was assisted in delivering a bolus to treat their high blood glucose.